Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand and that customer had not received field correction notice. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty and shipping details, advised customer about storage mode and return process, and arranged and sent replacement pump with updated software while instructing customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.